Event description:
It was reported that the procedure was to treat a saphenous vein graft (svg) to the left circumflex. The patient presented with unstable angina. The patient had previous interventions to a long sequential svg to obtuse marginal (om) and right coronary artery. There were areas of resistant stenosis within the vein graft. Fluoroscopy revealed an area of stent fracture in the middle of the stented segment in the svg. In addition there were 2 areas of incomplete stent expansion; one at the origin of the grand and one in the middle, associated with the area of stent fracture. A pilot 50 guide wire was advanced through the total occlusion in the svg and pre-dilatation was performed with a 1.5 non-abbott balloon which did little. A non-abbott 5 mm stent was implanted and a 4.0 x 40 non-abbott balloon was inflated within the stented segment. The balloon did not initially expand distally and it suddenly expanded in the distal stent and immediately angiography showed free-flowing extravasation into a contained mediastinal space. The exact area was difficult to localize and the distal stented segment was covered with 2 overlapping graftmaster stents. A 4.0 x 19 mm graftmaster stent was placed distally and the distal end did not expand and angiography still showed extravasation and also distal to the graft was diffusely narrowed. Rather than risk further rupture, the stent was deployed at only 10 atmospheres (atm) and a second 4.0 x 16 mm graftmaster stent was placed proximally overlapping the distal stent. There was continued extravasation at the junction of the overlapping graftmasters. A 3.5 x 16 mm graftmaster was placed straddling the prior two stents and the extravasation stopped.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient did not have chest pain nor was he hypotensive and it was decided that the vein graft was not salvageable because of stent fracture; multiple areas of already incompletely deployed stents and now, graft rupture. There was continued flow down the graft but it was decided not to attempt further dilatation of the resistance areas. An on-table echocardiogram showed a well circumscribed collection of fluid at the lateral aspect of the left ventricle without signs of tamponade. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for a stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The other graftmaster referenced is being filed under a separate manufacturing report number.